Manufacturer narrative:
Device evaluated by MFR. The failed unit has not been received yet. As soon as the unit is returned. It will be forwarded to MFR/flight medical ltd. For further investigation . A failure analysis report and action taken in resolving this issue will be submitted to medwatch program.